Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance was noted to have recently increased from the 80 ohm range to the 112 ohm range and has remained in the 110 ohm to 120 ohm range since the increase from baseline. In addition, the healthcare provider (hcp) reported increased rv thresholds in the past and some loss of capture observed approximately two months ago. The current threshold was noted to be 3 volts at 1 millisecond with a programmed rv output of 4.5 volts at 1 millisecond. Boston scientific technical services (ts) reviewed the current presenting electrogram and noted some intermittent rv signals with variable amplitudes, which they believe are non-physiological signals and possible developing lead noise. It was also indicated that there were no stored episodes. Ts recommended to the hcp to perform testing in the clinic to see if the issue can be reproduced and program on the non-sustained ventricular tachycardia alerts to monitor. In addition, ts recommended reviewing the issue with the physician and possibly performing an x-ray. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance was noted to have recently increased from the 80 ohm range to the 112 ohm range and has remained in the 110 ohm to 120 ohm range since the increase from baseline. In addition, the healthcare provider (hcp) reported increased rv thresholds in the past and some loss of capture observed approximately two months ago. The current threshold was noted to be 3 volts at 1 millisecond with a programmed rv output of 4.5 volts at 1 millisecond. Boston scientific technical services (ts) reviewed the current presenting electrogram and noted some intermittent rv signals with variable amplitudes, which they believe are non-physiological signals and possible developing lead noise. It was also indicated that there were no stored episodes. Ts recommended to the hcp to perform testing in the clinic to see if the issue can be reproduced and program on the non-sustained ventricular tachycardia alerts to monitor. In addition, ts recommended reviewing the issue with the physician and possibly performing an x-ray. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that highest out of range shock impedance measurement has been 133 ohms. Also, the rv pace impedance has exhibited an abrupt change from the 500 ohms range to the 550 ohms to 600 ohms range. In addition, intermittent noise and oversensing has been observed. The oversensing was recreated when lifting the patients body out of their chair. In response, the non-sustained ventricular tachycardia alert was programmed on and the issue will continue to be monitored. Ts discussed additional troubleshooting with the hcp. The hcp noted they will review the issue with the physician ahead of the patients next scheduled office visit next month to see if the physician wants to see the patient sooner and to discuss options for troubleshooting. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.